Manufacturer narrative:
The customer reported that the central nurse's station (cns) application had a black screen with a message that displayed "cns-6200 please wait" after a generator test. No patient injury or harm were reported. During trouble shooting with tech support, nk explained that the cns was doing a disk check in the background after the generator test and this can take some time to complete. The biomed could not have cns nonfunctional for a long period of time and did not want to wait for the cns to complete the disk check. Tech support instructed the biomed to power off the cns completely, take out the primary hdd and put the secondary hdd in slot 0 and only boot the cns off that hdd. If the cns boots up into the software tech support instructed the biomed to wait about an hour and put the other hdd into slot 1. If these steps were completed and the cns still does not boot up tech support instructed the biomed to power off the cns, take out the secondary hdd in slot 0 and put the primary hdd into slot 0 and only boot off that one. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. After following the instructions from tech support the customer was able to resolve the issue by booting the cns on one hdd and the cns was working as expected.

Event description:
The customer reported that the central nurse's station (cns) application had a black screen with a message that displayed "cns-6200 please wait" after a generator test. No patient injury or harm were reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that due to a power outage (as a result of the generator test), the cns device was showing a black screen that says "cns-6200 please wait". Nk tech support explained to customer that device was performing disk check in as a result of the abrupt power loss. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: cns device was functioning as intended in that it performed disk check as a result of the of the abrupt power loss. The root cause of the issue was due to generator test performed at this facility without built-in power back up for the device. Device was put into service on 7/5/2015. Service history shows this power loss is an isolated incident for this device.

Event description:
The customer reported that the central nurse's station (cns) application had a black screen with a message that displayed "cns-6200 please wait" after a generator test. No patient injury or harm were reported.